Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead segments was returned to the manufacturer and analyzed and no anomalies were found. The lead distal conductor had blood and the lead distal end electrode was covered in blood. The lead outer insulation had cosmetic depression and there was apparent explant damage. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high ra pacing threshold and low p-wave measurements status post a procedure. T herefore the ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.